Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the scroll compressor. Pm was performed during the same service visit. Full calibration, functional, and safety checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) gave a compressor message. The unit was swapped out with another to continue therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The suspected faulty scroll compressor was sent to getinge's failure analysis and testing (fat) for evaluation. The national repair center installed the compressor into the cardiosave test fixture and tested the compressor to factory specifications per the cardiosave service manual. The nrc did not observe an error code however the nrc heard noise coming from the compressor. The nrc then proceeded to perform the compressor performance test. The nrc observed that the compressor could not prove greater than 420 mmhg. The compressor did not meet factory specifications. The compressor failed testing. Compressor was retained in the nrc per procedure 0002-07-d008 rev aj. The non-conformances with the returned components were identified.